Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on june 26, 2015. Case comment: july 9, 2015: this is a non-serious, post-market device report. The inomax delivery system dsir was not in use on a patient when a no sensor failure occurred. No adverse event associated with the no sensor failure was reported. The event is considered reportable because a previous, similar device failure had been associated with serious adverse patient consequence (index case MDR# 3004531588-2013-00022). Inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) service log review revealed a delivery failure (df) alarm with monitored (nitric oxide) (no) > absolute maximum of 100 parts per million (ppm); actual value: 102 ppm. Which was followed by a failed low no calibration raised due to low point counts above maximum with high point: 1034 counts and low point: 1001 counts. Failed no sensor alarms followed the failed low no calibration, consistent with the reported complaint. The rsc investigation confirmed the reported complaint of a failed no sensor alarm, which was present at bootup. The rsc successfully performed low calibration, which cleared the alarm. The no cell was replaced. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. The device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted ina serious adverse event (MDR 3004531588-2013-00022).

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) failed no sensor [device issue]. Case description: on (B)(6) 2015, a respiratory therapist (rt) in the united states contacted the company to report a device issue with inomax dsir# (B)(4). The device was not in use on a patient. It was reported that the device had a failed no sensor and that recalibration did not clear the failure. Inomax dsir# (B)(4) was removed from service and returned to the company for service investigation.